Manufacturer narrative:
(B)(4). The customer's meter and test strips have been returned and an investigation has determined the complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A customer reported that they obtained imprecise sequential readings on their precision xtra blood glucose meter. The customer obtained readings of 1.1 mmol/l and 15.7 mmol/l within a ten minute timeframe. When plotting each reading against the average on a parkes error grid, the results fall in the "b" and "c" zones. The "c" zone result shows the difference to be clinically significant.